Manufacturer narrative:
Reported event: it was reported that at the end of the surgery the turning mechanism in the mics was not moving the saw. After the case was completed as we had all the cuts made at this point the turning mechanism fell out of the mics. I have the part as well as photos of the parts. Product evaluation and results: functional inspection: functional inspection showed that the output coupling dislocated from the internal drive shaft of the mics, thus preventing it from activating any attachments. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k0aws and 22 devices were accepted into final stock on 03/01/2018. Review of qt 18 - 03 - 0002 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0aws shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
At the end of the surgery the turning mechanism in the mics was not moving the saw. After the case was completed as we had all the cuts made at this point the turning mechanism fell out of the mics. I have the part as well as photos of the parts. Case type: tka. Were any debris/components left inside of the patient? As per the mps: "no" were any components of the device missing or disassembled when the issue occurred? As per the mps: no. "As the procedure went forward the gear in the power that connects to the saw blade attachment loosened. After the case and my testing the gear fell off away from the field."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
At the end of the surgery the turning mechanism in the mics was not moving the saw. After the case was completed as we had all the cuts made at this point the turning mechanism fell out of the mics. I have the part as well as photos of the parts. Case type: tka: were any debris/components left inside of the patient? As per the mps: "no" were any components of the device missing or disassembled when the issue occurred? As per the mps: no. "As the procedure went forward the gear in the power that connects to the saw blade attachment loosened. After the case and my testing the gear fell off away from the field."